Manufacturer narrative:
Voluntary medwatch report received:mw5157870

Event description:
Voluntary medwatch received states a patient's pacemaker system was explanted due to infection. There was no patient consequences were reported.